Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a lantern delivery catheter (lantern) inadvertently became kinked upon removal from its packaging. The damage to the lantern occurred prior to use and, therefore, it was not used in the procedure. The procedure was then completed using a new lantern.